Manufacturer narrative:
Patient information was unavailable from the site. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system displayed "initializing please wait" and would not progress past the prompt. The reported issue occurred when restarting the imaging system. The surgeon opted to complete the procedure without the use of the imaging system. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: patient demographics provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the collimator was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect collimator has been received by the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
Correction: unique device identification (UDI) and device manufacture date updated to proper value. The collimator for the imaging system was returned to the manufacturer for evaluation. Testing found that the motors were grinding on the unit during homing.